Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument broke at the distal end of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument was found had the main tube broken causing the proximal clevis to be dislodged. A piece measuring proximately 0.099 x 0.126 was not returned with the instrument.